Event description:
It was reported that the insulin pump had a blank display and stopped working. The customer's blood glucose was 535 mg/dl, which was corrected with the insulin pump. Troubleshooting was performed; the customer inserted new battery into the device and the display returned but then the device alarmed battery out limit. Assistance was provided to clear the alarm and correctly reprogram the settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.